Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the down arrow and ok keypad buttons had become unresponsive. The reporter noted that the keypad was torn between the up arrow and down arrow button. It could not be determined by the customer support agent whether the tactile changes occurred prior to the keypad damage. The reporter denied any evidence of moisture in the pump. The patient reportedly wore the pump attached to belt and cleaned the pump by wiping it. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the down button is auto scrolling: the up and ok buttons are unresponsive. The keypad is torn and was removed. The down contact was found inverted, and contamination was found under the up, down, and ok contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.